Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined a clogged needle waste line and check valve caused the leak. The fse replaced the check valve and flushed the waste line to resolve the leak. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported finding blood on sample tube caps inside a coulter lh 780 hematology analyzer. The volume of the leak is not known and was not contained within the instrument. The instrument operator was wearing a face shield and gloves at the time of the leak. There were no reports of direct contact with the leak. There were no reports of erroneous results and patient treatment was not impacted in connection with this event.